Event description:
The customer contacted physio-control to report that their device would not complete a boot up cycle. The device displayed a service indicator and continuously cycled through the boot up self-test.there was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control has made multiple attempts to contact the customer regarding the status of their device but has not been successful. It is unknown if the customer will be replacing the device or returning it to physio-control for evaluation.the device has not been returned to physio-control. The cause of the reported failure could not be determined.